Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2017. Approximately 4 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022 diagnosis: right total knee arthroplasty with polyethylene failure a large effusion which was nonpurulent and no metallosis present. We did synovectomy of suprapatellar pouch, medial and lateral gutters, as well as the notch and then we were able to isolate the polyethylene and removed it from the tibial tray with the osteotome. You can appreciate delamination about the medial compartment and to the lesser degree the lateral side. It certainly involved with abnormal polyethylene wear. The patient was awoke and transferred to the recovery room in stable condition. No complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2017. Approximately 4 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 14 sept 2022. Diagnosis: right total knee arthroplasty with polyethylene failure. A large effusion which was nonpurulent and no metalosis present. We did synovectomy of suprapatellar pouch, medial and lateral gutters, as well as the notch and then we were able to isolate the polyethylene and removed it from the tibial tray with the osteotome. You can appreciate delamination about the medial compartment and to the lesser degree the lateral side. It certainly involved with abnormal polyethylene wear. The patient was awoke and transferred to the recovery room in stable condition. No complications.